Event description:
(B)(4). In (B)(6) I was given another depo shot, since my periods were getting heavier again and blood clots where getting bigger. Seen ob/gyn in (B)(6). Will be having cervix, uterus, tubes and ovaries removed. (B)(6) I ended up going into walk in clinic from on going period and large blood clots, blood work came back low in hemoglobin , rbc and dehydrated, I was given ferrous sulfate tabs to take for 30 days. Seen my reg dr. (B)(6). Retested my counts they were still at the same level from (B)(6). But period finally stopped a few days before the appt.

Event description:
(B)(4). Pain on left fallopian tube from time they put it in, called to cancel novasure because of pain, went in to see the dr. Told him what all that happened from the first day, constantly being cold, tired, pain on both right and left side but mainly left side, on going period was at almost 5 weeks when I seem him. Pelvic exam was preformed to see what kind of hysterectomy would be needed to remove the essure, mine will be the abdominal hysterectomy. If they remove just my uterus and tubes I'm not sure, will find out more on my next visit in (B)(6).

Event description:
#Medwatcher #followup2 #FDA mw5056080, #(B)(4). On (B)(6) 2016 dr. Said when they went in, I had endometriosis with a cyst on my right ovary, my left ovary, fallopian tube, were connected to my colon with endometriosis . Also had mild chronic inflammation of the cervix. The other thing I noticed after hysterectomy, is I no longer had the sinus problems I was having since (B)(6) of 2015